Event description:
While using the 6 fr. Percloser to suture the artery closed post coronary angiogram there was difficulty deploying the needles, after continuous blood drip from the dedicated marker lumen, the physician attempted to deploy the needles which did not emerge through normal position at the top of the barrel. The physician was unable to backdown the needles into the device to the normal position, thus the device could not be removed. Pt to or for removal.